Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient was taken to the operating room on (B)(6) 2016 for an abutment exchange under general anesthesia. The implanted device remains.